Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Functional analysis was done by setting the device up in the console. It was noticed that the device was not aspirating. The aspiration line showed no fluid at all traveling through the device. The devices pod was disassembled to check for any loose connections on the aspiration line bond joints that may have been missed or compromised. No issues were found in the pod. The aspiration line was then checked from the pod to the baton for any cracks or breaks that may cause the device to not aspirate. No issues were found with the line leading to the baton. The baton area of the device was then inspected for any aspiration line damage. It was noticed that the aspiration line did have a hole where the aspiration line is inserted into the roller pump of the console. With this damage, the system will not create a vacuum and aspiration will be non-existent. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that there was a lack of aspiration. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. During priming, the catheter was able to be flushed but was not aspirating. The priming sequence was able to be completed, however the aspiration tubing and waste bag remained dry. The device was not used in the patient. The procedure was successfully completed with another of the same device. No patient complications were reported.